Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 had bleeding form the access site. This was treated by transfusing one unit of packed red blood cells. The outcome status post the event was indicated as unknown. Additionally noted, however, was the impella 5.5 device was subsequently explanted three days later per the physician's request so an MRI could be completed to check neuro status.

Manufacturer narrative:
The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. The pump passed all the post sterile inspection checks.